Event description:
The customer reported an issue with a touchscreen that was unresponsive. There was no reported impact on the customer¿s blood glucose level. The customer declined further follow-up with technical support at the time. There was no additional information provided about the outcome of the event.